Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient hip dislocated, the head detached from the stem neck. Upon opening the doctor discovered the femoral component was damaged and the stem was then removed and replaced along with the femoral head and polyethylene liner. Update from sales rep. Images received which show "penciling effect" on stem.

Event description:
Patient hip dislocated, the head detached from the stem neck. Upon opening the doctor discovered the femoral component was damaged and the stem was then removed and replaced along with the femoral head and polyethylene liner. Update from sales rep.: images received which show "penciling effect" on stem.

Manufacturer narrative:
An event regarding disassociation involving a metal head that was mated with an accolade stem was reported. The event was confirmed through visual inspection of the provided photographs. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted head and stem. Scratches and debris on the head is consistent with in vivo use and a recently explanted device. The stem has blood and bony ingrowth visible on it. The neck of the stem appears worn with a pencilling effect. Only a partial view of the liner can be seen from one of the photographs which appears unremarkable. -medical records received and evaluation: not performed as no medical records were received for evaluation. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of an nc and a CAPA . Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.